Event description:
It was reported that the 2600 system would not boot prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The floppy drive, motor control board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.